Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during load with multiple cartridges. The customer's blood glucose level was 120 mg/dl. Reportedly the customer is using a backup insulin pump to continue therapy.